Manufacturer narrative:
Type 2 diabetic was on vgo30 was contacted by valeritas customer care and the patient reported a bg 44. The patient could not recall anything being different the night of this incident, but he woke up and took 5-8 glucose tablets and then drove himself to the hospital. The patient was not admitted to the hospital however nurse protocol with IV access provided patient with 50 ml (25 grams) of d50 ivp. The hcp prescribed vgo20 after this incident and there have been no further hypoglycemic episodes. The v-go device was discarded.

Event description:
Type 2 diabetic was on vgo30 was contacted by valeritas customer care and the patient reported a bg 44. The patient could not recall anything being different the night of this incident, but he woke up and took 5-8 glucose tablets and then drove himself to the hospital. The patient was not admitted to the hospital however nurse protocol with IV access provided patient with 50 ml (25 grams) of d50 ivp. The patient could not recall all that happened but he stated he was in the emergency room for 2-3 hours and went home with a bg 118. The patient was not able to recall the dosage of lantus and novolog that he was on pre-vgo. The hcp prescribed vgo20 after this incident and there have been no further hypoglycemic episodes. The v-go device was discarded.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.